Manufacturer narrative:
(B)(4). As the machine was not returned, a device analysis could not be completed. A service history review was performed and revealed no issues that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had an unknown alarm on the homechoice device during an unknown step of peritoneal dialysis therapy. The home patient was connected at the time of the event. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.